Event description:
Customer reported that the device would not charge the installed battery. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and found the power module standoffs broken due to damage to the ac plug. The damage dislodged the filter to consecutively brake the l4 and l9 inductors on the power pcb.